Manufacturer narrative:
(B)(4).

Event description:
It was reported that a provider at (B)(6) hospital was having difficulty interrogating a device. Through troubleshooting, the difficulty was identified to be the result of the usb serial cable that was not working. When the serial cable was replaced, the programming system was reported to be working properly. Additional information was received that no patients were affected as a different programming system was able to be used. The suspect serial cable was reported to have been discarded.